Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Letter received from patient states that she had a right hip replacement in 2012 and in (B)(6) 2015 she developed a big knot on her right hip. Initially she followed up with the office of her primary surgeon who had referred her to another surgeon. She followed up on (B)(6) 2016 and was sent her for blood testing and a sonogram that allegedly showed a solid mass. She was scheduled for revision surgery on (B)(6) 2017 but had to be postponed until the sores that she gets heal. The patient states that she is in pain all the time and each day it gets worse.